Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient ate dinner with his family for thanksgiving. The patient ate actively with no symptoms at all and with normal cgm readings (unspecified). After dinner, the patient went out with his friends, still feeling fine and no symptoms at all. At around 9:00 pm the patient's friend send a text message to the parent saying that the patient was not feeling well. Then at 9:30 pm, the parent got a call that the patient got into a car accident while driving. When the parent arrived at the accident area, the police was there and had already called an ambulance. The patient's parent didn't check the cgm at that time. The ambulance came and transported the patient to the emergency room (ER). At the ER, a bg test was done which showed 47 mg/dl but the cgm was showing 120 mg/dl. The patient was incoherent, so he was treated with dextrose IV and fluids/saline and provided unspecified medication for the injuries sustained during the accident. The patient stayed at the ER to rest and was discharged at around 3:00 am on (B)(6) 2025 (less than 24 hours) with a normal bg (unspecified) but no cgm as the doctor removed it. The patient reported feeling fine but due to the car accident, he broke a couple of fingers and had bruises. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.